Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that the patient reported they were feeling stimulation in their toes that was making their toes tickle too much. Patient inquired about adjusting stimulation due to this. Reviewed general use of external devices. When asked for event date, patient stated they were "with y'all" before talking about turning it up a little bit and that is when it started and patient stated they thought it would go away but it "hung with me" (agent had a difficult time following patient when patient was providing event date information). Agent reviewed stimulation expectations. Agent walked patient through how to connect with implant to decrease stimulation on the call. Patient successfully connected with implant and began decreasing stimulation, then reported getting a "shock" in their groin. Patient clarified by "shock" they meant this was a normal feeling of stimulation, but then also reported it felt like a burning sensation. Patient continued to decrease stimulation again and then confirmed feeling stimulation comfortably. Patient confirmed feeling of stimulation in toes and burning sensation had gone away. The issue was resolved through troubleshooting. Emailed patient healthcare provider listing per patient's request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the likely cause of feeling stimulation in the toes, making them tickle too much, was "too strong." When asked what steps were/will be taken to resolve the issue the patient noted "turn power down." When asked the likely cause of feeling a burning sensation when decreasing stimulation the patient noted the likely cause as being "yes" and the steps taken as being "turn power down." The patient noted the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.